Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that the ops check failed for pacing and therapy knob. There was no reported patient involvemen